Event description:
Upon closing the patient, a high voltage lead integrity check was found to be out of range. The physician suspected a setscrew malfunction, therefore, the pocket was re-opened and the device was removed.